Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 42 days after a normal spontaneous delivery procedure, upon follow up, the suture has not been absorbed. The suture was removed. There was no patient injury.